Event description:
Noise was observed. Lead fracture was suspected. Lead was explanted.

Manufacturer narrative:
The field experience was confirmed. The reported noise was caused by an abraded outer insulation and inner coil. The lead abrasions are consistent with that produced by friction with the ICD can.